Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced ten bent cannula issues on (B)(6) 2025.the patient experienced high blood glucose levels. The patient received treatment with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.